Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that they have been having "difficulty with it" and thought they "maxed it out". Clarification was asked and the patient answered by saying that they have the device for essential tremors, not parkinson's disease, and that she thinks she "maxed out what it can do". They first noticed this in (B)(6) of 2018 and noted the therapy has been life changing for them. No further complications were reported or anticipated.